Manufacturer narrative:
An evaluation of the kangaroo pump was performed after arriving with no reported issue, ¿customer returned unit with no reported issue.¿ the unit was triaged and a condition of "no audible alarm" was observed and confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. During triage on (B)(6) 2016 the service technician found no audible alarm.